Manufacturer narrative:
At the olympus service center, the customer¿s issues were confirmed. The coupler wobbled and did not lock optics properly. Additionally, there was a cable break which caused no images. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that a communication failure occurred due to a partial disconnection of the cable, and the image was no longer displayed. There were no problems with the device at the time of shipment. It was likely the cable breakage was caused by user handling or deterioration. The instruction for use (IFU) states the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Event description:
It was reported by the customer, the high-definition camera head adapter had loose contact, had too much play, and wobbled. No patient harm reported. During the evaluation of the device, it was noted there was a cable break. This report is to capture the reportable malfunction of the cable break noted at estimation.